Event description:
It was reported that the ilet device screen was completely unresponsive following a crack that extended across the display, preventing unlocking and interaction with icons. Symptoms included no user interface responsiveness. Outcomes included interruption of normal device use without medical adverse events, with the user utilizing backup therapy. Investigation included remote troubleshooting and user education regarding replacement and return processes. Investigation of this case revealed a damaged display consistent with physical impact resulting in touch input failure. It was concluded, based on previously established findings for similar reports, that the cause was physical damage to the device¿s screen leading to loss of touchscreen functionality.